Event description:
New information received notes that during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient was in stable condition.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The noise was not reproducible with isometrics testing. At a later date, a merlin.net transmission was received and showed myopotential oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.